Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level over 361 mg/dl and ketones. Customer reverted to manual injections for insulin therapy and bg stabilized. Customer attempted to use the pump for insulin therapy and experienced elevated bg of over 361 mg/dl once more leading the customer to allege that the pump was not delivering insulin. A system check was performed and the pump performed as intended. Reportedly, the customer reverted to alternate insulin therapy for diabetes management.